Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemo-aide dispensing pin with clearlink luer leaked gemcitiabine at the "filter". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available as the customer discarded it due to cytostatic contamination; however, a retention sample evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing were performed without noting any issues. Should additional relevant information become available, a supplemental report will be submitted.